Event description:
Reportability changed based on product analysis. It was reported that during a percutaneous coronary interventional procedure, the wire kinked. During preparation, the rotablator system was platformed at 170,000rpms. During the procedure, the system would not increase speed over 50,000rpms, therefore, the system was removed from the body for inspection. The rotawire was noted to be kinked. The procedure was not completed due to this event, and pt status was reported as 'good'. Returned product analysis revealed a guide wire fracture.

Manufacturer narrative:
The guide wire was received with a fracture at the distal tip. Further examination showed several kinks. No other anomalies were detected. The outside diameter (o.d.) Was measured and is within specifications. The proximal fracture site was submitted to the analytical laboratory for fracture analysis and the following summarizes the findings: "wire wall pits were observed just proximal to the fracture site. The inner wall/bottom of the deepest appearing pit could be seen. The fracture surface exhibited a fibrous appearing structure in a multi-plane configuration that is actually grain boundaries running in the longitudinal direction typical of a bending moment. The wire pits observed did not play a role in the eventual wire fracture. No other material anomalies were noted. Eds analysis of the dark surface region of the wire yielded no copper. Conclusion: fracture occurred as a result of a bending overload moment. The wire surface pits did not play a role in the eventual wire fracture." Based on the specifications, the spring segment as well as a portion of the core wire are missing and were not returned for analysis. The device history record was reviewed, and found to meet all requirements. The lot met all specifications relevant to the complaint upon lot release. Operational context has been assigned as the root cause of failure.